Manufacturer narrative:
Internal complaint number: (B)(4). Results pending completion of evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased pain and worsened spasticity. The pump was subsequently explanted and replaced. It is confirmed that the concentration of baclofen was incorrectly entered as 10000 mcg/ml. The vial displayed 10000 mcg / 20 ml, which translates to 500 mcg/ml.

Manufacturer narrative:
(B)(4). The evaluation of the pump determined that the device primed and flowed within specification.